Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction pressure reducing valve is not good due to the oil stains in the channel should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
T was observed that during the device evaluation, the high flow insufflation unit had primary pressure reducing valve was not functioning properly, and oil stains were present in the channel. There was no patient involvement.